Event description:
While weaning pt from iab support, the balloon catheter alarmed. System was checked and autofill cycle initiated. When unit was turned on system again alarmed and blood was noticed in the tubing. Iab was removed and not replaced.